Event description:
The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: >80 cfus bacterial identification: bacillus species sampling date: (B)(6) 2025 sampling from: all channels cfu: 5 cfus bacterial identification: paracoccus yeei sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 1 cfus bacterial identification: micrococcus luteus/fylae the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the positive culture event was confirmed; however, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.